Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door not fully latched messages, which were reproduced. The messages were found to be caused by excessive force being required to close door due to backed out mechanism assembly screws. The mechanism assembly screws were replaced.